Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5102234) on 19-jul-2021. The most recent information was received on 24-jul-2021. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('she simple removed the device and tubes sucessfully') in an adult female patient who had essure (batch no. 740647) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included mupirocin and triamcinolone (triamcinolon). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced headache ("chronic headaches"), weight fluctuation ("weight fluctuations with 20 pounds I cannot lose since 2016") and weight loss poor ("weight fluctuations with 20 pounds I cannot lose since 2016"). The patient was treated with surgery (removed the device and tubes). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal, headache, weight fluctuation and weight loss poor outcome was unknown. The reporter considered headache, medical device removal, weight fluctuation and weight loss poor to be related to essure. Lot number: 740647 manufacturing date:2010-05 expiration date:2013-05. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 24-jul-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (reference number: mw5102234) on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('she simple removed the device and tubes successfully') in an adult female patient who had essure (batch no. 740647) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included mupirocin and triamcinolone (triamcinolon). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced headache ("chronic headaches"), weight fluctuation ("weight fluctuations with 20 pounds I cannot lose since 2016") and weight loss poor ("weight fluctuations with 20 pounds I cannot lose since 2016"). The patient was treated with surgery (removed the device and tubes). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal, headache, weight fluctuation and weight loss poor outcome was unknown. The reporter considered headache, medical device removal, weight fluctuation and weight loss poor to be related to essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.